Manufacturer narrative:
Section d4, h4: additional information; manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a major infection starting on (B)(6) 2015. The patient had a fever and increasing crp (c-reactive protein). The patient was hospitalized and given antibiotic treatment (moxifloxacin, linezolid by mouth). Crp was up to 147 mg/dl and had normal wbc count (max: 8.8 gpt/l). The infection resolved on (B)(6) 2015 and was reported as related to the lvad implant procedure.